Manufacturer narrative:
Customer was contacted multiple times and could not provide specific information. No samples or pictures were provided by the customer. No material number, batch number was provided by the customer. No clarification or further information was received from the customer. No actual device was received. Greiner bio-one did not receive any further information from the customer.(eg. Test report).

Event description:
After lab draw was competed, the safety on the butterfly needle was locked. The nurse was cleaning up and picked up the entire device by the vacutainer and the plastic safety cover fell off and stuck the palm of the nurse's hand. This happened on (B)(6) 2018 at11:23 am. This was a greiner bio 23g butterfly needle.